Event description:
It was reported that the ilet device¿s touchscreen was cracked while the screen remained functional, and the user reported no difficulty operating the device. Symptoms included no injury and no medical symptoms. Outcomes included no clinical impact and no need for medical care. Investigation included a complaint intake and logistical processing for device replacement. Investigation of this case revealed damage to the display component consistent with a cracked or broken screen, with no associated device malfunction or alerts. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an undetermined external force.